Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast pain, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 300cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (painful and hard breasts) and bilateral breast implant ruptures, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 7680426 sn: (B)(4) and (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9525912 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On june 18, 2021, the mentor failure analysis lab received the device for evaluation. On june 21, 2021, mentor received additional information indicating the following: the implant ruptures were discovered during the revision surgery, the capsular contractures the patient experienced were baker grade IV, and the patient also underwent bilateral capsulectomies on (B)(6), 2021. On june 23, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Leak testing was performed, according to mentor procedure, and it identified on the posterior view a tear within an area of shell abrasion measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.